Event description:
It was reported that the patient's device has high impedance. The device was turned off as a result. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The generator and lead were received for product analysis. Product analysis for lead has not been completed. Product analysis was completed for the generator and visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Data dump was reviewed and the 62; 25% change took place on (B)(6) 2021. The pre-change value was 8406 ohms and post-change was 10536 ohms. No further relevant information has been received to date.

Event description:
Product analysis was completed for the lead. During the visual analysis, the mating ends of the first and second portions, showed the ring coil to be broken. The ring coil broken ends appeared dark, pitted, and showed metal dissolution. Due to the condition of the coil, the fracture mechanism could not be ascertained. The pin coil ends appeared dark and melted suggesting the coils was most likely cut using an electro-cautery tool. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. One set of setscrew marks were found near the end tip of the connector pin, indicating the lead connector had not been fully inserted into the cavity of the pulse generator at one time. The location of the two full setscrew marks found on the lead connector pin provide evidence that the lead connector pin was inserted completely, and a good mechanical and electrical connection was present at least twice. Canted spring scratches were observed on the connector ring surface. The lead connector was inserted completely in the header of a representative pulse generator header. No anomalies preventing the connector pin from being fully inserted into the generator were noted. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abrasions were observed on both connector boots and on outer tubing, did not penetrate, likely due to wear. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and outer tubing, in some areas from the abraded opening and the fracture. No obvious point of entrance was noted other than the identified openings and the cut ends of the returned lead portions. No other relevant information has been received to date.

Manufacturer narrative:
B3. Date of event, f10. Adverse event problem - medical device code; corrected data; supplemental MDR #3 inadvertently omitting information known prior to submission.

Event description:
The patient underwent a full replacement surgery. The explanted devices have not been received to date.